Manufacturer narrative:
This event occurred in (B)(6)

Event description:
The customer stated that they received erroneous results when testing one patient with coaguchek xs meter serial number (B)(4). At 9:58, a sample from the patient was tested on the meter and the result was > 8 inr. At 10:00, a sample from the same fingerstick was then tested on the meter and resulted as 4.7 inr. At 10:11, a sample from a new fingerstick of a new finger was then tested on the meter and resulted as > 8 inr. After several minutes, a venous sample was collected from the patient and tested with an unknown laboratory method, resulting as 5.91 inr. No adverse events were alleged to have occurred with the patient.

Manufacturer narrative:
The customer returned both meter and strips for investigation. The returned test strips were measured with the returned meter in comparison with the current test strip master lot. For this purpose two human blood samples from marcumar donors and internal reference meters were used. One strip seem to have been inserted into the meter several times. Strong vertical abrasions are visible on the gold side. Meter appeared undamaged and clean on the outside. Master lot and retention meter. Marcumar 3: 2.4 inr , marcumar 4: 2.3 inr. Customer strips and customer meter . Marcumar 3: 2.4 inr, marcumar 4: 2.3 inr . The maximum difference between measurements with the same blood sample was 0%. Returned customer material and retention material comply with the specification. Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. Therefore, the customer allegation has been substantiated. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue. Please refer to medwatch field h9- correction/removal report no.